Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failure of flash memory alarm. The blood glucose level of the customer was 124 mg/dl at the time of the incident. The customer stated that they were unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device received alarming failure of flash memory error followed by an new software release detected alarm due to fracture solder joints on mother board. Unable to perform self test and displacement test due to failure of flash memory and new software release detected alarm.